Event description:
It was reported that the patient experienced discomfort. It was noted that the patient pulled out the spinal cord stimulation (scs) lead from the cervical region and they have been halfway out of the patients body. The patient underwent a spinal cord stimulator (scs) explant procedure. The explanted devices were disposed of by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred 3 months ago from date manufacturer was made aware. Additional suspect medical device components involved in the event: product family: scs-linear leads. Upn:m365sc2218700. Model:sc-2218-70. Serial: (B)(6). Batch:7091134/7091354/7091567/7091506. Product family: scs-lead fixation. Upn:m365sc43160. Model:sc-4316. Batch:29238950.